Event description:
It was reported that during implant of the right ventricular lead it was observed under fluoroscopy that the stylet was externalized outside the lead body in the region of the clavicle. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and the inner insulation was perforated by the stylet/guidewire. It was noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the lead appeared damaged at implant and the lead was stretched.